Manufacturer narrative:
No product was returned for evaluation. The report of a low speed and pump stop events was confirmed based on the evaluation of the submitted log files. The log file contained approximately 3 days of data, spanning from (B)(6) 2018 18:08 to (B)(6) 2018 14:58, which captured the reported low-speed and pump stop events on (B)(6) 2018. Pump power, flow, and pi ranged from 5.5-9.8 watts, 4.2-6.6 lpm, and 2.4-6.3, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable, power module, and mpu. Per the vad coordinator, the patient was given an ungrounded patient cable following the previous driveline replacement; however, when they were admitted they didn¿t bring it with them and the hospital staff had placed them on a regular cable, resulting in the pump stop events. The patient was made aware to always be on battery power or bring their ungrounded cable. The patient remains ongoing on vad support using an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline replacement due to prior pump stoppages was reported under medwatch MFR report # 2916596-2018-04412. Approximate age of device ¿ 5 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a hospital admission two pump stoppages occurred. It was mentioned that when the patient came in from the ER, the vad was connected to a power module using a normal patient cable. An ungrounded patient cable was then utilized. There was no reported adverse impact to the patient due to the pump stoppage events. The manufacturer's technical service representative reviewed the submitted log file and observed two pump stoppages on (B)(6) 2018, that appeared to have occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). Per review of patient's complaint history, it was noted that an external driveline replacement was performed on (B)(6) 2018 for pump stoppages. The customer reported that the patient had been advised to use an ungrounded patient cable when connected to the power module. No additional information was provided.